Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.

Event description:
It was reported that during pretesting prior to a laparoscopic hernia repair, the device would not activate. Another device was used in the case with no issues. There was no consequence to the patient.